Event description:
It was reported that stent damage occurred. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, resistance was encountered and the stent strut lifted up. The device was removed from the patient's body and the procedure was completed with a 3.5x32mm synergy xd drug-eluting stent. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, resistance was encountered and the stent strut lifted up. The device was removed from the patient's body and the procedure was completed with a 3.5x32mm synergy xd drug-eluting stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 28mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts in the distal region were found to be stretched and misaligned from their crimped position. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. The device was successfully loaded onto a guidewire with no issues noted.